Event description:
It was observed that during the device evaluation, the camera head exhibited images were not displayed due to cable disconnection and charge-coupled device failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure during the device inspection by the repair department. It is assumed that the images were not displayed due to cable disconnection and charge-coupled device failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.